Event description:
The pt was being fed in the home at night using a pump. 20 fl oz of a home-mixed enteral feeding solution were hung. The pump showed 100 cc fed, but the feeding container showed 200 cc had been fed. The pump did not alarm. The reported stated two pumps and many different pump sets have yielded the same problem, but only provided details of this one event. Following the event, the pt vomitted. There was no illness, injury or medical intervention resulting from the event. One pt involved.